Manufacturer narrative:
Gbo complaint number: (B)(4). No samples were provided by the customer. No pictures were received. No material number or batch number was provided by the customer. No clarification or further information was received from the customer. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states rubber cover coming off the needle in the holder.